Event description:
It was reported that during an initial implant procedure, the right atrial (ra) lead dislodged after leads were placed and the device was connected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.